Event description:
A us distributor reported that a monitor displayed a service code 102.

Manufacturer narrative:
Device evaluation of the monitor is underway. The reported problem (102 service code) has been confirmed. Upon investigation the monitor failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the monitor malfunction.

Manufacturer narrative:
Device evaluation of the monitor is underway. The reported problem (102 service code) has been confirmed. Upon investigation the monitor failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor displayed a service code 102.